Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.